Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-01859. It was reported that stimulation was decreasing by itself. Diagnostics indicated high impedances for all contacts on one of the leads. Reprogramming was unable to provide effective therapy. X-rays were taken, which showed lead migration. Surgical intervention may be pending to address the issue. It is not known which lead is liable, so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the lead with the high impedances was explanted and replaced to address the issue. Effective therapy was restored postoperatively.